Event description:
The hosp reported that they pre-primed the unit and after beginning bypass, within several minutes, the perfusionist noted that the oxygenator was leaking. The unit was changed and the pt was not affected.